Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experiencing low blood glucose level. Customer's blood glucose level was 48 mg/dl. It was unknown that whether auto mode feature was active at the time of incident. The sensor had change sensor alert, sensor updating alert and calibration not accepted alert. Customer had experienced sweating. Customer was treated with food. The insulin pump will not be returned for analysis.